Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The only information the consumer could provide is that the emts were called and when they arrived they used their unk brand glucose meter getting a "low" result. No other information was provided regarding this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for evaluation.